Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a hardware malfunction, but the primary failure mode could not be determined. The fse replaced multiple hardware parts, including, the roller tubing, pinch valve tubing, and the ise (ion selective electrode) syringe to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic na (sodium) results on their au480 chemistry analyzer. The customer did not provide patient result data. The customer verbally stated that approximately 12 (twelve) patient results recovered around 130 mg/dl, below the reference range of 136-145 meq/l. The samples were rerun with results in the normal range at approximately 140 meq/l. The erroneous results were not reported out of the laboratory; thus there was no change to patient treatment, and no adverse event reported in association with this incident.